Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h6 (type of investigations, investigation findings, investigation conclusions), h11. Corrected field - h8. A getinge field service engineer (fse) evaluated the unit and replaced crm (moisture removal module) connector. Fse inspected and replaced the safety disk and pump maintenance kit replaced every 2500 hours. Equipment calibration performed. Overall inspection results are good.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) crm connector is broken. There was no patient involvement.